Event description:
Device issue: none. Adverse event: allergic reaction. Onset of adverse event: post stent implantation. It was reported that the pt developed a rash to his buttocks with redness and itching after the ten promus stents had been implanted. The symptoms were noted on (B) (6) 2010. No additional event or pt info is available.

Manufacturer narrative:
(B) (4). The additional promus rx devices: mentioned are being filed under the same manufacturer number. Evaluation summary: in this case, there was no reported product deficiency. Allergic reaction is a known adverse event as listed in the promus instructions for use and no fault risk assessment matrix. Although a conclusive cause for the reported pt effect and the relationship to the devices, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.